Event description:
It was reported that the patient with this neurostimulator was experiencing soreness in their left hip when sitting or laying down. The patient then turned their device off and proceeded to see improvements with their stimulation off. The patient spoke with their physician and decided to explant their device on (B)(6) 2025. The patient was doing much better with soreness in their hip after the explant. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing soreness in their left hip when sitting or laying down. The patient then turned their device off and proceeded to see improvements with their stimulation off. The patient spoke with their physician and decided to explant their device on 30june2025. The patient was doing much better with soreness in their hip after the explant. There were no additional patient complications.